Event description:
It was reported that a sheath leak occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During device insertion, the transeptal puncture was done and when the device was connected to the flush line following access to the left atrium, blood was drained back into the flush line. The faradrive sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for laboratory analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.